Event description:
Medical records received. Patient was revised on (B)(6) 2010 for infection. Only the poly insert was exchanged and an I&d was performed. It should be noted that the patient was implanted on (B)(6) 2010 after a previous left knee infection, but there was no mention of ongoing infection.

Manufacturer narrative:
Update august 31, 2015: reopened complaint for device history records review. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. From the event information received, it was not possible to determine the relationship of the device to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.